Event description:
An aneurx stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was frail and small in diameter. It was reported that the patient's iliac artery was dissected when the physician was advancing the stent graft delivery catheter. The physician dilated with an angioplasty balloon, and performed a right retroperitoneal cut down. The aaa was a symptomatic. The physician elected to perform an open repair and an aortobifemoral bypass. The patient expired 10 hrs later. The physician believes the patient's death was related to a combo of dic.

Manufacturer narrative:
Results - (death). Conclusion: (frail and small in diameter vessels).